Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced "memory loss" and a loss of consciousness. Ambulance was called and customer was treated with glucose and glucose gel by the hcp and third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. And a valid serial number for the reader and sensor has not been provided. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication, that the product did not meet specification. A tripped trend review was completed for the reported complaint, libre reader, and libre sensor. There were no adverse trends that indicate, any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the adc freestyle libre 2 sensor. Customer reported, the low glucose alarm did not sound. And customer experienced "memory loss" and a loss of consciousness. Ambulance was called. And customer was treated with glucose and glucose gel by the hcp and third party. There was no report of death or permanent injury associated with this event.